Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of sensing, intermittent sensing and undersensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.